Event description:
A report was received that the location of the ipg at the pocket site was uncomfortable. The patient underwent a revision wherein the pocket was relocated. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
.